Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported a line appeared on the insulin pump display and gradually, more of the display was being lost, making it more difficult to read. Customer's blood glucose was not known. During troubleshooting, inserting a new battery did not cause the display to return to normal. The customer stated the device was neither bumped nor dropped. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.